Event description:
It was reported the pt never had much therapeutic effect following a new pump and catheter implant. The pump was checked for volume discrepancy; there were none. A roller and dye study were conducted and all were found to be functioning properly. The catheter was revised; no new product was used.